Manufacturer narrative:
The customer reported that the cns (central monitoring system) was having intermittent communication loss on all beds. Additionally, the device was displaying the virtual memory was full. Nihon kohden tech support had the customer restart the device. The customer confirmed all patients came back into monitoring and the device was functioning normally. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) was having intermittent communication loss on all beds. Additionally the device was displaying virtual memory was full.